Event description:
The patient had increased spasticity. The patient went to the ER (emergency room) due to the increased spasticity. The catheter was deemed patent and functioning via an x-ray. The patient had also been given a 30% dose increase. The pump was replaced. The cause of the product issue was unknown. The product issue was resolved. The patient status was reported as ¿alive-no injury.¿ the device system was delivering gablofen.

Manufacturer narrative:
Returned product analysis of the pump found c300/mdd pump/miscellaneous/alarm anomaly/resonator anomaly

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0039645r, implanted: (B)(6) 2000, product type catheter. (B)(4).